Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the flex video scope did not display an image. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the bending section cover was scratched and was missing adhesive. Operation was heavy because the angle engagement was loose and the vent metal on the light guide connector was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.